Event description:
Port-a-cath placed - right subclavian 7/10/91. Patient received weekly chemotherapy. Port-a-cath was flushed prior to use with saline and after chemo flushed with saline and heparinized. On 4/10/92 - saline flush prior to chemo caused painful sensation. Patient had x-ray taken which revealed 4-5 cm port-a-cath remnant in pulmonary artery. Patient had remnant removed successfully by snare catheter. Right femoral vein advanced to pulmonary arterydevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other, other, invalid data. Results of evaluation: other. Conclusion: other. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device permanently removed from service, other. Invalid data - on device destroyed/disposed of status.